Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shock due to oversensing. Changes in the morphology of this patient was also noted. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.